Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. During service investigation, it was discovered that the cause of the charger malfunction was a defective component (q1). Q1 is the current controlling component of the battery charger. The root cause of the defective q1 cannot be positively identified. Upon further investigation, it was also discovered that the battery charger connector was corroded. The root cause of the corroded connector cannot be positively identified. No adverse event resulted from the defective component. The patient received a replacement battery charger.

Event description:
A (B)(6) male patient called in to zoll lifecor customer support to report that his battery charger was not charging his batteries. The patient reported that the red light with the strikeout line on the battery charger was flashing. The patient was provided with a replacement battery charger.